Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the adaptor for the auto transfusion device leaked, causing a hematoma in the knee joint. The patient was hospitalized for an additional time due to this event. Numerous attempts have been made to gather more information regarding the extended hospital stay, the status of the patient and any additional treatment the patient received. No additional information has been received.